Event description:
An overdose was reported with symptoms of dizziness and lightheadedness. The pt also reported feeling drunk and faint. The events began following a refill session. The date of the session was not provided; however, the pt reports these symptoms will occur after flow rate has been increased and that this will last for several weeks. The pt feels that it is getting worse and that she has lost 30 pounds in three weeks and is still losing. The pt also has a bed sore and feels that muscle mass has been disappearing. The pt feels as though "she is wasting away". It was indicated that at the previous month's refill (assumed to be 2008), the physician "increased the dose and made this more concentrated to a level ". The following month, the pt was rushed to hosp. It was indicated that this was the fourth time that the pt had been taken to the hosp, but it was not reported if the pt was ever admitted. The pt was at home at the time of the report the following day, and her status was reported as ''undetermined". The rptr was redirected back to the hlth care provider. The concentration and daily dose of baclofen being delivered via the pump were not reported.